Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump as the damage made it difficult to insert the charging cable. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.